Manufacturer narrative:
The event occurred in the USA. It was reported that the error message ¿referenc error¿ occurred on the rotaflow console and the pump stopped. The customer turned the device immediately off and on again and the error message did not reoccurred. The customer continued the treatment using the same device without any negative consequences. No harm to any person has been reported. The reported failure ¿reference¿ could lead to a pump stop therefore, a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could not be reproduced. On 2025-10-14 the getinge field service technician reported that after the device was tested for a week the reported error message could be reproduced. The rf control board pcba kit (material#701034051) has been replaced. The device was tested and passed all functional and safety tests according to the specifications. Based on the investigation results the reported failure "reference error" could be confirmed. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board. The review of the non-conformities was performed on 2025-09-12 and during the period of 2020-11-10 to 2025-09-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2020-11-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ strending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the USA. It was reported that the error message ¿referenc error¿ occurred on the rotaflow console and the pump stopped. The customer turned the device immediately off and on again and the error message did not reoccurred. The customer continued the treatment using the same device without any negative consequences. No harm to any person has been reported. The reported failure ¿referenc¿ could lead to a pump stop therefore, a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could not be reproduced. No parts has been replaced. The device was tested and passed all functional and safety tests according to the specifications. Based on the investigation results the reported failure "referenc error" could not be confirmed. No exact root cause could be determined, however the failure mode "referenc error" can be linked to the following most possible root causes according to our risk management file. (Un)intentional stop of the pump, e.g.: 1. Defective motor control electronics 2. Pump stop intervention after technical error (e.g. Pump runaway, error head). Furthermore, a similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective capacitor on the control board. This caused a short circuit that set off the fuse on the power supply board. The review of the non-conformities was performed on 2025-09-12 and during the period of 2020-11-10 to 2025-09-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2020-11-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the USA. It was reported that the error message ¿referenc error¿ occurred on the rotaflow console and the pump stopped. The customer turned the device immediately off and on again and the error message did not reoccurred. The customer continued the treatment using the same device without any negative consequences. No harm to any person has been reported. The reported ¿referenc error¿ could lead to a pump stop during use therefore a report is required. Complaint ID: (B)(4).